Manufacturer narrative:
(B)(4).the technical service engineer (tse) troubleshot this issue with the customer over the phone. The action recommended by the tse corresponds with accepted service practices for the error codes generated by the device.the customer reported that the ventilator safety valve has been replaced and repairs have been completed.

Event description:
It was reported that while in patient use, the ventilator generated an error message that rendered it into an inoperable state. The patient was removed from this ventilator and placed on an alternate ventilator without any reported harm.